Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Customer complains of low results. Ms. Mae caregiver calling on behalf of customer. Caregiver states the customer well and requires no medical attention. The customer's expected blood results are 95-105mg/dl fasting. Verified the strips expired 9/26/2018. Customer confirms the strips have been properly stored and were first opened 11/4/2015. Reviewed meter memory: (B)(6). Customer is concerned with result of 66 mg /dl.